Event description:
As reported from a journal article titled "p brachytherapy in the treatment of complex cypher in-stent restenosis" indicated that: a pt received a 2.5x23mm cypher stent to a bifurcated lad/diagonal lesion with subocclusive stenosis (95%) and a 2.5x8mm sonic stent in the first om, described as having critical stenosis (75%). Eight months later, angiography revealed subocclusive in-stent restenosis (isr) of the lad/diagonal bifurcation and of the first om. The lad/diagonal was treated with radiation, and the om was ballooned.